Manufacturer narrative:
The customer did not supply patient date of birth and weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse ran a wash buffer precision run of 20 replicates which failed. The fse removed fluidics manifold and replaced the wash valve motor due to evidence of some leakage around it. The fse replaced the stator, rotor and seal for both the precision and wash valves and also replaced the wash valve rotational motor due to evidence of some leakage onto it and the home sensor. The fse also removed and replaced the wash carousel motor and noted the index sensor to be physically damaged so replaced it. The fse reassembled and completed necessary offset alignment adjustments, completed rake to shuttle mechanical alignments, verified all other alignment offsets and completed incubator belt calibration. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction (washing issue).

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient was started on anticoagulant treatment. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained two (2) lower results within the assay's normal reference range. There was no report of additional change to treatment in conjunction with this event. At the time of the event, the customer reported issues with their quality controls (qc) so a field service engineer was dispatched to the customer's site. The patient's sample was collected in a rapid serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at ambient temperature. No issues with sample integrity were reported by the customer.